Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a serious injury pursuant to 21 cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. One vacora biopsy probe was returned with labeling. The probe was installed into driver with no issues. The driver reset the cannula and syringe to their initial positions and the lights flashed green, indicating that the probe was ready to take a sample. The device was then primed and functionally tested at each raster position, for a total of 12 tests. The probe acquired a sample each time with no issues. The investigation is unconfirmed, as the probe worked properly under laboratory conditions. The reported conditions of use could not be fully recreated. The root cause could not be determined based upon available information. It is unknown whether procedural factors contributed to the event. The vacora biopsy probe instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. Section a through d - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure into normal tissue, after the first sample attempt, when the probe was removed from the breast the device went to all lights flashing. The sample notch was manually opened to retrieve a small amount of tissue. It was unknown if a coaxial was used during the procedure. The patient had to reschedule for another biopsy procedure. There was no patient injury reported.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.